Manufacturer narrative:
A patient underwent a system replacement was reported to abbott. It was determined the system reached end of life. The patient's lead was explanted and replaced for an unknown reason. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that the patient's lead was explanted and replaced for an unknown reason.